Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped working. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose was unknown at the time of incident. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.